Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient called on 2017 stated that spinal cord stimulation (scs) was not working and reported new right side pain. An x-ray was ordered. On (B)(6) 2017, the patient came in for an office visit and said that scs stopped working on (B)(6) 2017. The patient reported persistent left leg pain and new right sided pain. The patient was found to have a non-rechargeable battery. A manufacturer representative (rep) performed programming and it improved coverage. The patient reported programming was adjusted with adequate coverage on (B)(6) 2017. On (B)(6) 2017, the patient called stating that scs was not working, and was told to first call the rep. The patient met with a rep on (B)(6) 2017, and reported good coverage. The patient reported programming was adjusted with adequate coverage on (B)(6) 2017. On (B)(6) 2017, the patient called stating back and leg pain again and was told to first call the rep again. The patient came in for an office visit on (B)(6) 2017 and stated that she wanted the scs removed. The patient had scs removed. Conflicting dates of both (B)(6) 2017 for when the entire system was explanted. The device was disposed of according to biohazard instructions. The event resulted in an unscheduled clinic or office visit. The issue resolved without sequelae on (B)(6) 2017. The clinical diagnosis was chronic bilateral low back pain with bilateral sciatica. The etiology was related to the device or therapy, specifically due to programming, and not related to the implant procedure. The final programming date and time for the most recent interrogation prior to the event was (B)(6) 2017 at 12:00:00.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced a loss of therapeutic relief. On (B)(6) the patient reported they had not had a working scs for several months, but had not seen a company representative since after surgery. The patient had been ¿charging¿ without difficulty. The last time the patient charged was last ¿(B)(6)¿ approximately 1 week ago¿. The scs has not been on since (B)(6). It was clarified that when the patient states ¿not working,¿ they are not stating that there was a device issue, but actually referencing their response to therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp provided the patient's baseline weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified the explant date was (B)(6)2017.